Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. Predilatation was performed prior to stent of the distal cx and the distal lm with one xience v in each lesion. In 2009, the patient presented to the emergency department with shortness of breath that has been getting worse over the last two weeks. An ECG was performed which showed no mi had occurred. The patient was rehospitalized and percutaneous coronary intervention was performed on the target lesions treated at the index procedure. The symptoms were resolved and the patient was discharged two days later. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Stenosis is listed in the xience v IFU as known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dyspnea, stenosis and hospitalization are listed as no-fault post-procedure complications. It is possible that dyspnea was secondary effect of the stenosis which resulted in the hospitalization. A conclusive cause for the patient effects, and the relationship to the product cannot be determined. The other xience v everolimus eluting coronary stent system indicated is being filed under the same MFR number.